Event description:
Rn reports 2 incidents in which there was leaking noted coming out of the vent during patient use. Rn reports that chemotherapy medication "taxol" was running during the times when leakage was noted. Rn reports that upon noticing leakage, the set was immediately discontinued and a new set hung in both incidents. There are no reports of patient or staff injury as a result of report.